Manufacturer narrative:
Without a sample or lot number, we were unable to determine the exact time of the MFR or the exact assignable cause for this incident. A leak in the sys is most likely reason for the lack of suction. Improper setup of the flex sys normally causes leaks in this sys. The design of the flex suction liner sys requires the most attention at set-up of all allegiance suction liners or cannisters. Tandem configurations of all systems increases the criticality of the setup. Possibilites that could have contributed to lack of suction in the sys are; lid not seated to the hard canister, one of the tanbem tubes not securely placed in the ortho port or on the pt port, one of the vacum lines was not securely placed into the lids, the on/off valves for the canisters may not have been turned to the correct position and in the process of installing new liners it is possible that some of the units were bumped causing premature shut off. The following actions can be done to help when trouble the liner sys: place all on/off valves in the open position, ensure that lids are seated to hard canister by pressing firmly on the lids, securely connect all of the tandem tubes to the ports, securely cap all of the ports on the lid, disconnect the vacum line and continue suctioning, and finally if trouble shooting methods 1 through 5 have not resolved the issue then you may have a unit that is causing the lack of suction, change out all the units in the sys.

Event description:
Account states that the canister did not function properly at time of procedure and the pt had difficulty.